Manufacturer narrative:
The company service rep examined the system and did not find any problems. The system was then tested and met all product specifications. The customer sent samples for eval. The samples have been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reports a retinal detachment occurred during the case. The surgeon has indicated the infusion cannula appeared to be 'leaking'. Add'l info rec'd from the customer stated the event occurred at the beginning of the case. The surgeon stated vitrectomy was started when he noticed the infusion cannula was leaking. The infusion cannula was replaced and the vitrectomy was completed. The retina was very mobile. The surgeon injected perfluorocarbon liquid tamponade and the retina lay flat. The endolaser photocoagulation was applied around the retinal break. A fluid/air exchange was performed to remove the perfluorocarbon liquid. The retina remained flat. A scleral buckle was placed and adjusted for a moderate scleral buckle effect. Then laser photocoagulation was applied over the scleral buckle area. The surgeon then injected sf6 gas. The sclerotomy was closed with 7-0 vicryl sutures. The eye was in adequate tension. The pt tolerated the procedure well. The pt is doing well at home.